Event description:
Health care professional reports home pt developed peritonitis in july 1998, immediately after discharge from hosp for initial catheter placement. The home pt was treated with antibiotics as an outpatient throughout the next 2 months with growths of staph and most recently, e.coli. Due to recurrent infection, the home pt's catheter was removed 09/09/1998 and the home pt is currently on hemodialysis. Per health care professional, the peritonitis is likely due to home pt's caregiver not following asceptic procedure during automated peritoneal dialysis treatment.